Manufacturer narrative:
Examination of the returned instruments confirmed the complaint, only products received were the size 54mm, 55mm, and 56mm. The root cause is attributed to heavy usage. Review of the provided lots in the as400 found the instruments range from 5 to 10 years of age. The lot numbers for the remaining products that were not returned were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Follow up with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The grater heads are dull.